Event description:
Reported underdelivery: the customer contact reports that customer was hanging a potassium rider of 40meq in 250ml d5w to run over 3 hrs and set the pump to infuse at 85ml/hr. After three hrs, customer noted that there was still about 100ml left in the bag. There were reportedly no alarm alerts rec'd. The pump was replaced, and the infusion rate was increased to 125ml/hr to complete the infusion. There was no reported adverse pt event or harm. Though requested, no further info was available.